Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. (B)(4). The root cause for the damaged receptacle was excessive force. No adverse events occurred from the damaged monitor.

Event description:
Hold for review (kp) a us distributor reported that a patient had a damaged monitor case and was receiving a service code 204 (belt/monitor unusable).